Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports a total of nine patients who underwent a cystourethroscopy with same cysto-nephro videoscope and a forceps/irrigation plug over the course of 25 days presented with fever and pain the next day. After visiting the hospital, antibiotics were prescribed. All of the patients who developed the disease have no sequelae at this time and have not been hospitalized. Urinary tract infection is suspected because all patients developed symptoms after cystourethroscopy using the same scope. Further details as follows: patients who underwent endoscopy continued to come back to the hospital due to the occurrence of symptoms that seemed to be urinary tract infections. Further details of the infections are unknown (aside from fever and pain I the urinary tract. Patient information (initials, gender, age, weight, medical history, constitution, etc. All 9 patients are male. No other information was disclosed. All patients were treated with antibiotics. (Intravenous) infusion antibiotics were administered to those with severe symptoms. Patient outcomes: currently, no patients have become severe enough to require hospitalization. The facility believes that olympus products are the cause. The facility speculates the physiological saline solution, or the washing machine could be the cause. There are no current plans to conduct blood tests on other patients undergoing procedures with this same device during this time period. Case with patient identifier (B)(6) reports patient/procedure 1 of 9. Case with patient identifier (B)(6) reports first patient/procedure 2 of 9. Case with patient identifier (B)(6) reports second patient/procedure 3 of 9. Case with patient identifier (B)(6) reports patient/procedure 4 of 9. Case with patient identifier (B)(6) reports patient/procedure 5 of 9. Case with patient identifier (B)(6) reports patient/procedure 6 of 9. Case with patient identifier (B)(6) reports patient/procedure 7 of 9. Case with patient identifier (B)(6) reports patient/procedure 8 of 9. Case with patient identifier (B)(6) reports patient/procedure 9 of 9. Case with patient identifier (B)(6) reports the maj-891 used in combination for each procedure.

Manufacturer narrative:
This report is being updated to report corrected information in b5.

Event description:
Corrected: case with patient identifier (B)(6) reports the maj-891 used for procedure 1 of 9. Case with patient identifier (B)(6) reports the maj-891 used for procedure 2 of 9. Case with patient identifier (B)(6) reports the maj-891 used for procedure 3 of 9. Case with patient identifier (B)(6) reports the maj-891 used for procedure 4 of 9. Case with patient identifier (B)(6) reports the maj-891 used for procedure 5 of 9. Case with patient identifier (B)(6) reports the maj-891 used for procedure 6 of 9. Case with patient identifier (B)(6) reports the maj-891 used for procedure 7 of 9. Case with patient identifier (B)(6) reports the maj-891 used for procedure 8 of 9. Case with patient identifier (B)(6) reports the maj-891 used for procedure 9 of 9.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 code (type of investigation). Code "4103" was previously submitted in error. This code has been corrected to "4101."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please note ¿ the subject device was not documented as returned in this complaint. However, the device (same model/serial number) was returned, and an evaluation completed and documented under patient identifier #: (B)(6) therefore, the following device evaluation has been provided based on the results of the related record. The device was evaluated by olympus, and a relationship between the device and reported infection could not be determined. However, the following non-reportable faults were observed: bending section cover adhesive defect, universal code scratch, video cable wrinkles, light guide connector scratch, universal cord resin floating, universal code degradation/breakage, universal code degradation/breakage, angle wire elongation, damaged or deformed operating parts, damaged, or deformed operating parts, damaged or deformed operating parts, instruments port rubber misalignment, damaged or deformed operating parts, damaged, or deformed operating parts, insertion wrinkle, damaged or deformed operating parts, and an angle operating hook. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and reported infection could not be identified. Therefore, a root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in the following sections: ¿inspection of accessories in chapter 2: functions and inspection of accessories used for re-processing". ¿cleaning agents and reprocessing methods that can be used in chapter 3: applicable reprocessing methods and chemical agents". ¿re-process procedures in chapter 5, endoscopic (and re-process accessories together)¿. This supplemental report is being submitted to provide additional information received from the customer that was not previously reported. New information has been added to b5. Also, this supplemental report includes a correction to g2 and h6 (health effect) to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information regarding the event was received: disinfection is performed not only after use of the device, but also before use of the device by glutaral preparation. In addition, the subject device is disassembled, then cleaned and disinfected in accordance with the instruction manual.

Manufacturer narrative:
This supplemental report is being submitted to provide information obtained during the legal manufacturer¿s (lm) further investigation activities. Regarding the flexible cystoscope products with suction channels, the facility reported that the following reprocessing step was not performed: step - the inside of the channel is filled with cleaning and disinfection solution by aspirating the cleaning and disinfection solution with a syringe through the suction. Cleaning adapter (maj-1077) during immersion in the endoscope at the time of main cleaning and disinfection. Although the above is a step in the current reprocessing procedure (per olympus), it was not a step in the reprocessing procedure at the time of the reported event. The facility has since been informed of the current reprocessing procedure. Therefore, there has been no changes to the previously reported lm investigation results. This supplemental report includes a correction to d9 and h3 from the previous submissions. Also, h6 code (type of investigation) has been corrected from ¿4101¿ to ¿10." H6 code (investigation conclusion) has been corrected from ¿4315¿ to ¿67.¿